Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 5 years ago as part of a clinical study. Aneurysm and vessel morphology at the time of implant were not reported. The patient has a history of large extremity edema and endovascular abdominal aortic aneurysm repair with another manufacturer's stent graft. It was reported that the patient returned for a CT follow-up, and the patient complained of shortness of breath and ankle edema. The CT demonstrated that there has been some ectatic change and out-pouching of the distal thoracic aorta as well as thoracic aneurysm dilatation. In addition, distal narrowing/kinking of the distal talent stent graft and a lack of apposition to the vessel wall of approximately 0.5 cm were observed. The physician elected to intervene by implanting and ballooning a 34 mm x 15 mm stent graft distally, which overlapped the kinked talent graft, and resulted in good patency of the stent grafts. The shortness of breath and ankle edema were reported to be continuing. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4). Results/conclusions:: (graft occlusion), (ectatic change and out-pouching of the distal thoracic aorta; aneurysm dilatation).